Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem o lok clip applier instrument was not latching. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon did not experience any issues with instrument motion when using the clip applier. This was the first application issue which had happened before and asked that they be taken out of circulation. A backup was used to resolve the issue. Instrument was cleaned and returned by sterile processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have two severely bent grip, causing misalignment of the grip-tips. There was a 0.47 mm offset at the tips. The grips were not found to have cracking damage. The complaint regarding instrument is not latching was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip-tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.